Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A kinked suction tube was rerouted to resolve the reported issue.

Event description:
The hospital reported a malfunction causing the loss of suction. There was no report of patient involvement.